Event description:
Our (B)(4) distributor reported finding a defect in the package containing this sterile blade. There was no patient involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation results: this blade and packaging was received for evaluation. A visual examination confirmed a hole in the package with potential breach in product sterility. The cause of this failure could not be determined.